Event description:
It was reported that no capture was observed on the right ventricular (rv) lead. No other electrical anomalies were observed. The rv lead was explanted and replaced. There were no patient consequences.